Event description:
On (B)(6) 2012, an optician notified our affiliate in sweden that a patient had presented with a "corneal infection" od. The optician reported that the patient had been a long time wearer of 1-day acuvue moist brand contact lenses for astigmatism but had ordered from a mail order company and was changed to acuvue advance brand contact lenses for astigmatism as an extended wear lens. (Acuvue advance brand for astigmatism is not approved for overnight wear.) It was noted that the website advertised this lens for overnight wear. Our affiliate notified the company that the lens is not approved for overnight wear and the notation was removed from the website. The patient slept in the lenses (B)(6) 2012 and woke with pain and photophobia od. The patient did not seek medical attention immediately believing the sensation would pass. The patient did visit the optician on (B)(6) 2012 and was diagnosed with a bacterial infection. The slit lamp findings were "a keratitis at od, close to the optical zone at 15.00 (3 o'clock). The va with cl's have previous been od 1,5 os 1,5 (20/13), and now it is od 1,0" (20/20). The optician believed it was edema around the ulcer decreasing the acuity, and the va should return to normal when treatment is complete. The patient was referred to the hospital, where he/she was prescribed two different antibiotics. The patient reportedly went on holiday the next day but has a follow up appointment with the eye care provider on return. Additional information is expected at that time. Lot or product information is not available as patient is on holiday and cannot be contacted. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusions can be drawn.